Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a digestive organ surgery cases with the device and clv-s200-ir, when an infrared observation, an endoscopic image disappeared. The user restarted the device and the device worked properly. The user completed the procedure by using the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device, and found that the reported phenomenon could not be duplicated and there was no abnormality of the log files of the subject device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Since the user restarted the subject device and the subject device worked properly, omsc surmised that the subject device malfunctioned temporarily.